Event description:
It was reported that pump experienced malfunction code 16 with no notable events before the issue, and blood glucose impact was unknown because caller did not provide this information. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump under warranty, provided storage mode instructions, confirmed shipping details, explained the need to return malfunctioning pump within 10 days, and advised customer to manually enter pump settings and reconnect continuous glucose monitor to replacement pump.